Event description:
The customer reported the unit would not pass extended self test (est) and also alleged the exhalation filter heater assembly would not heat. The customer support engineer (cse) inspected the device and verified the unit would not pass est. The customer had reportedly discarded the filter heater assembly prior to the cse's visit which had installed a replacement heater in the unit and verified the unit passed extended self testing. It is not verified that the filter heater malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.